Event description:
The nurse reported the surgeon was complaining of no phaco power during the sculpt mode. The system and handpiece were switched out with the same problem noted. The surgeon cancelled the cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).